Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the plastic distal end cover of the ultrasonic gastrovideoscope was found to be chipped on the pink probe. There were no reports of patient involvement.